Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference numbers: 3006705815-2020-32646 and 1627487-2020-47653. It was reported that the patient was experiencing ineffective stimulation. The patient had their scs system explanted and replaced with a drg system. Therapy was restored post-operative.